Event description:
Material#: 309628. Lot#: unknown. It was reported by the customer reports of black particles inside one of the syringes. Verbatim: reports of black particles inside one of the syringes- customer requests nda form.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.